Event description:
It was reported that tip detachment occurred outside the patient. The 70% stenosed target lesion was located in a moderately calcified coronary artery. An opticross hd imaging catheter was selected for use. However, the transparent outer sheath of the tip was detached from the catheter body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the imaging window was found detached from the lapjoint and the imaging window did not return with the device.

Event description:
It was reported that tip detachment occurred outside the patient. The 70% stenosed target lesion was located in a moderately calcified coronary artery. An opticross hd imaging catheter was selected for use. After two runs, the transparent outer sheath of the tip was detached from the catheter body. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.